Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle (rv) lead exhibited failure to capture. X-ray confirmed that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.